Event description:
It was reported the device "had false cable contact" , image problem from time to time when moving the cable". The issue was found in the middle of a diagnostic procedure. The planned procedure was completed. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on cable unit which led to noise occurring and no image is displayed, there is damage on coupler mount, and a cut in the cable unit, which failed water tightness. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the device "had false cable contact" , image problem from time to time when moving the cable". The issue was found in the middle of a diagnostic procedure. The planned procedure was completed. There was no patient impact, no harm reported due to the event.